Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing. It was difficult to know exactly, on strips, what the ra lead was sensing and perhaps it was only premature atrial contractions (pac). It was also noted that there was possible undersensing of the right ventricular (rv) lead. Strips showed one ventricular beat was missed. The leads remain in use. No patient complications have been reported as a result of this event.